Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a display anomaly on the patient programmer. The words indicated with the ins of the left side were not indicated with the ins of the right side although the ins was implanted on both sides. No telemetry data was available. No environment al/external/patient factors were known to have led or contributed to this issue. This same issue occurred even when the physician attempted using another patient programmer of their own. The issue remained unresolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by an hcp indicated the cause of the information not displaying on the programmers was not determined. It was unknown if the issue resolved.